Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 250 mg/dl and an insulin injection was administered to address the bg level. The customer changed the infusion set site 3 times. There was no damage noted to the site or other supplies. After the customer changed the infusion set site the 4th time, no additional occlusions had occurred.